Event description:
A nurse reported difficulty making the main incision during a cataract procedure. There was no patient harm. There is no product sample available for evaluation as per the reporter.

Manufacturer narrative:
This is the first complaint reported for this lot. A review of the device history record indicates the order was built to specification. A sample was not been returned. The root cause of the customer's complaint could not be established as a sample was not returned. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).